Event description:
Boston scientific received information that the patient had presented into the clinic due to light-headedness but never lost consciousness. It was found out that the right atrial lead was dislodged and had no capture at max output. However, sensing and impedance measurements were within normal range. It was reported that the patient had an underlying rhythm in 30's bpm and the patient had a short atrial pause. The physician planned to do a revision procedure the following week. The clinic staff decided to send the patient home after the assessment and troubleshooting. Additional information was received that a revision procedure was done to reposition the lead. This ra lead remains in service. No adverse patient effects were reported. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.